Event description:
It is reported that surgery was delayed for 45 minutes when both guide pins fractured just beyond the nail in the femur, the threaded tips remain in the pt.

Manufacturer narrative:
Evaluation summary: the returned threaded guide pins appear to have been used multiple times and exhibit heavy damage all over the shaft. The devices have fractured due to overloading shear stresses and this suggests that the fracture occurred while remaining the trochanter. Also, the reamer over the guide pin has to axially load and any misalignment may lead to damage to the threaded pins. Overloading torque and possible bending while reaming could have resulted in the fractures. As returned, the itst guide pins exhibit fracture damage to the threaded section of the devices. The guide pins exhibit heavy galling/deformation damage to the shafts of the devices. Scanning electron microscopy analysis of the fractures indicates overload shear stress to be the cause of the fracture. Energy dispersive spectroscopy analysis confirms material to be 316l sst. The device history record could be reviewed.